Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of neurological dysfunction, infection, and bleeding, as well as the reported patient outcome, could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow events; however, the report of the pump stopping for an unknown reason could not be confirmed. A specific cause for the confirmed low flow events and reported pump stoppage could not be conclusively determined through this evaluation. The controller event log files captured relevant events from (B)(6) 2025 and (B)(6) 2025, per the timestamps. A low flow hazard alarm associated with a sudden decrease in estimated flow to 0.0 liters per minute (lpm) was captured on (B)(6) 2025. The driveline appeared to be disconnected approximately 15 minutes later, consistent with the reported controller exchange. Prior to the driveline being disconnected, no pump stops were observed. Additionally, motor power and pulsatility index (pi) were never captured at 0 prior to driveline disconnection. Upon connection of the driveline to the backup controller on (B)(6) 2025, the pump ramped up to the set speed without issue; however, estimated flow remained at 0 lpm with a low flow hazard alarm active. Motor power and pi both increased above 0 after driveline connection. Following driveline connection, no pump stops were observed until the driveline was disconnected again less than an hour later. Within the 2 minutes following driveline disconnection, external power was removed from the controller and the controller was turned off, consistent with removal of device support. No other events were captured. The pump operated at the set speed throughout the entirety of the files while the driveline was connected. It was noted that the pump had stopped for unknown reasons. The system controller was subsequently changed; however, it was noted that nothing changed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, neurological events, infection, bleeding, and sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction and infection as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Additionally, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring no further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2025 the patient developed epistaxis. Merocel nasal packing on (B)(6) 2025 and 1-unit of packed red blood cells (prbc) were given due to the hemoglobin drop on (B)(6) 2025. Per hospital protocol, the transfusion was required for hemoglobin less than 7 g/dl.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of neurological dysfunction, infection, and bleeding, as well as the reported patient outcome, could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow events; however, the report of the pump stopping for an unknown reason could not be confirmed. A specific cause for the confirmed low flow events and reported pump stoppage could not be conclusively determined through this evaluation. The controller event log files captured relevant events from (B)(6) 2025, per the timestamps. A low flow hazard alarm associated with a sudden decrease in estimated flow to 0.0 liters per minute (lpm) was captured on (B)(6) 2025. The driveline appeared to be disconnected approximately 15 minutes later, consistent with the reported controller exchange. Prior to the driveline being disconnected, no pump stops were observed. Additionally, motor power and pulsatility index (pi) were never captured at 0 prior to driveline disconnection. Upon connection of the driveline to the backup controller on (B)(6) 2025, the pump ramped up to the set speed without issue; however, estimated flow remained at 0 lpm with a low flow hazard alarm active. Motor power and pi both increased above 0 after driveline connection. Following driveline connection, no pump stops were observed until the driveline was disconnected again less than an hour later. Within the 2 minutes following driveline disconnection, external power was removed from the controller and the controller was turned off, consistent with removal of device support. No other events were captured. The pump operated at the set speed throughout the entirety of the files while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, neurological events, infection, bleeding, cardiac arrhythmia, and sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction and infection as potential late postimplant complications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Additionally, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient had mean arterial pressure (map) of 40 with no flow, no power, and no pulsatility index (pi). They changed the system controller, and nothing changed. The patient passed away. It appeared that the log files captured a system controller exchange on (B)(6) 2025. The pump stated up at 14:10:46 and experienced multiple low flow events, (0 flow). The calculated flow appears to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file contained low flow estimates as well as sustained low flow hazard events. The driveline was disconnected at 14:47:38. Additionally, at 15:01:05 the flow was at 3.5 lpm, at 15:01:07 the flow dropped to 2.3 lpm, at 15:01:09 the flow dropped to .8 lpm and the driveline was disconnected at 15:15:10.

Event description:
It was reported that the patient presented with shortness of breath and fever afebrile illness on (B)(6) 2025. It was communicated on (B)(6) 2025 that a blood culture from venipuncture was positive for gram positive cocci in clusters - methicillin resistant staphylococcus aureus. The patient was septic. Antibiotics were administered on (B)(6) 2025. It was further stated that the patient had acute onset right upper extremity plegia, right neglect, left gaze, and aphasia. The patient was up to the bedside commode with their nurse when neurological symptoms started. Surgical intervention was performed on (B)(6) 2025. The patient had heart failure with reduced ejection fraction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2025 antibiotics were administered. On (B)(6) 2025 inotropic support was given and intubation/reintubation was performed.